Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery is depleted. There was no reported use on patient / no adverse event to the patient or user.

Manufacturer narrative:
The manufacturer previously reported information that the customer reported that the battery is depleted. There was no reported use on patient /no adverse event to the patient or user. Additional information has been received and the device has been returned for evaluation. The following sections were updated: e3, h2, and h6. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.